Manufacturer narrative:
Model number/catalog number: 72404232-10. Serial number: n/a . Batch/lot number: 1000315471. Model/catalog description: cx preconnect ms 18cm ps 10cm tl iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration is known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient implanted with an inflatable penile prosthesis (ipp) was dissatisfied with the device. During a subsequent surgical procedure, the reservoir was found to have migrated inferior to the suprapubic region. The ipp was replaced and no patient complications were reported.